Event description:
It was observed during central processing that the maryland bipolar forceps instrument tips were not aligned. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed one grip is bent, causing side to side misalignment of grips. There is a .050 offset at the tips. The bent grip has separation of the yaw pulley and the pulley cover at the glue joint, indicating overloading at the tip. Additional observations not reported by site are tube damage and corrosion on the clamping pulleys. The distal end of the main tube has a couple gouges exhibiting material removal. The scratches are .110 - .120 in length and not aligned with the tube axis. The tube surface also has areas that feel rough throughout the length of the tube. The housing was removed to find the clamping pulleys exhibiting light pitting corrosion. The evidence is not conclusive, but pitting damage may be due to improper cleaning. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.